Manufacturer narrative:
On (B)(4) 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the ring nut is detached from the handle , this was caused of the breaking of the blocking pin. The instrument, and the blocking pin were analyzed but was not possible to determine the route cause. The breaking may have been caused by an accidental blow on the ring nut. On (B)(4) 2016 it was prepared a final report with the information submitted in this report and in the initial one. On (B)(4) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 1413990: (B)(4) items manufactured and released on (B)(6) 2015. No anomalies found related to the problem. To date, another similar event has been reported on an item of the same lot (MDR 2016-00073). On (B)(6) 2016, the r&d project manager performed a preliminary investigation based on images received and commented as follows: the ring nut is detached from the handle, this may be caused of the breaking of the blocking pin. Not yet received.

Event description:
During acetabular cup implantation, the ratcheted offset cup impactor handle metal 'screw' mechanism snapped off. The piece landed on the floor after hitting the registrar in the face, and there was concern for any smaller metal pieces which could have potentially fallen into the patient wound. X-rays are not available.